Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A call to technical services reported right ventricular (rv) lead impedance has trended upward over the past months and the threshold also slightly increased. Consequently, the patient underwent a revision procedure: lead capped and replaced. No patient complications have been reported as a result of this event.